Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it is reported that a protaper shap.21mm/s2 *not ce* file broke during use. The broken part was not retrieved and patient was referred to specialist to remove the broken part for subsequent root canal treatment. The outcome of this event is unknown as of this MDR and further information requested.

Manufacturer narrative:
Further information received and investigation results are available: additional information: after clarification and confirmation with sales colleague, patient was not injured. This is a follow up report for this additional information. Investigation results: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1767305). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse, excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. This is to correct and remove the codes that were initially reported - removing codes for: health effect - impact code - 4648. The correct codes for this complaint are: health effect - impact code - 2199. This is a follow up report to correct this code.